Event description:
Anastomosis with cs29 dlu. When cs29 dlu head was connected and devices closed, display indicated "in firing range." Upon firing, device did not cut and staples were malformed. Another device was applied to complete case.